Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer has been having low blood glucose levels for 3-4 hours. Customer's blood glucose level was 73 mg/dl at the time of the incident. Customer's current blood glucose level is 108 mg/dl. Customer stated that the drive support cap is flush. Customer's priming technique was reviewed. Customer stated that he started a new medication for pain and a muscle relaxer. Customer stated that the pump was not exposed to an MRI. Customer was explained that it was normal for the sound of the motor delivering the tiny increments of insulin for basal rates. Insulin pump will be replaced for the loose drive support cap. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.